Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing resulting in storage of an untreated episode. Technical services (ts) discussed troubleshooting options. The root cause of the noise was determined to be related to myopotentials. The sensing vector was reprogrammed from alternate to primary and monitoring was continued. Additional information was received that this s-ICD later exhibited t-wave oversensing resulting in delivery of several inappropriate shocks in a single episode. Technical services (ts) discussed potential troubleshooting options and noted that there may be no viable programming options to resolve the t-wave oversensing at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.